Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2008, 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had a bacteremia infection. It was noted that prior to the procedure the patient had persistently (B)(6) blood cultures for (B)(6) and that transesophageal echocardiogram showed mitral valve vegetation. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.